Manufacturer narrative:
It has been stated that the used catheter will be returned to angiodynamics, however it has not yet arrived. Upon receipt of the sample/completion of the investigation, a supplemental medwatch will be submitted. ((B)(4)).

Event description:
(B)(6) hospital has a patient with a 48cm bioflo duramax dialysis catheter that developed a leak at the junction point between the extension tubes and the hub. The catheter was repaired with a medcomp repair kit, but was slated to be removed and replaced. The removal was delayed because the patient is on anticoagulants. It was stated that the used catheter would be returned to angiodynamics for evaluation. The patient condition was reported as "stable."

Manufacturer narrative:
In lieu of a reported lot number, a ship history report (shr) was generated for item number (h965103028080) in order to ascertain the last three lots shipped to the reporting customer in the six months prior to the procedure date. The device history records for the lots obtained through the ship history report (packaging lots) were reviewed for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly and performance specifications. A recent angiodynamics complaint report was reviewed for the product family for the bioflo dialysis product family and the failure mode, "extension leg failure. " no adverse trend was indicated. As received, the end user only returned the hub of the dialysis catheter for evaluation. The returned hub was marked with "a" indicating it was from the arterial lumen. There was a small crack in the extension tube adjacent to the hub. Measurements were taken of the extension tube i.d. And o. D., and both were found to be within specification. As a definitive root cause for this event could not be determined a CAPA has been initiated to provide further investigation and determine if corrective action is required. Manufacturing process controls for the dialysis catheter include visual inspection for damage or defects, 100% leak testing, and guidewire insertion testing to verify lumen patency. (B)(4).